Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. Engineering analysis of the device log file found no evidence of a malfunction. The ilet issued occlusion alerts, and insulin delivery was suspended when the user did not acknowledge the alarms. No errors or malfunctions were found. Based on available data and user submission, the event was attributed to a bent cannula at the infusion site.

Event description:
On (B)(6) 2025, the company was notified that the user had reportedly been hospitalized due to high blood glucose (bg) levels. According to the clinical diabetes specialist (cds), the user had texted stating they were hospitalized due to high bgs and kinked infusion sites. The cds also reported that the user may have been running low or had run out of supplies. Multiple follow-up calls were made to the user on 02-may-2025, 06-may-2025, 08-may-2025, 13-may-2025, and 16-may-2025 to gather additional information, including bg values and hospitalization details, but the user did not respond. No further information was received.